Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2012 the patient underwent total right knee arthroplasty due to severe right knee arthritis with valgus and patellofemoral subluxation. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component easily dis-impacted with a tamp, and there was no cement bonded onto the tibial tray. He noted a well-fixed femoral component that was revised. The surgeon indicated the patella tracked centrally and was not revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2012. Dor: (B)(6) 2018. (Rt knee).